Event description:
New information noted that the right atrial lead was capped and replaced on (B)(6) 2020. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited high impedance and p-wave amplitude variation. It was noted that the lead may have a possible fracture. Programming changes were performed. There were no patient consequences.